Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line message, which was not reproduced during evaluation. A review of the event history log identified air in line message. The cause was determined to be the lower ultrasonic sensor was out of specification, which failed calibration attempts. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.